Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional ablation procedure. Reportedly, after successfully deploying the suture, the grey plastic covering on the spring of the device that connects to the plunger (trigger boss) separated and flew off. There was no resistance of the plunger during advancement or removal. The suture was left in the access site and a second proglide suture was pre-placed. The sheath was upsized to a 17f sheath, and the ablation procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material separation could not be determined. In this case, it is likely that the trigger boss separation was due to the inadvertent pressing of the plunger with the lever (step 1) not deployed or not fully deployed resulting in the reported separation. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.